Event description:
Following a benign prostate hyperplasia procedure, profuse bleeding and pain first 2 days, followed by continued bleeding for 4 weeks. Catheter in for 6 weeks. Second opinion showed the prostate appeared to never have been touched. Had turp and is now doing well.